Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. Evaluation summary: the condition of a colleague infusion pump with stop button will not work was confirmed by a baxter service technician during product evaluation. This condition was caused by the stop key being inoperable. The pump head module keypad was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review revealed that there are no previous service events for this device that are related or causative to this particular event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility reported a colleague infusion pump with malfunction "stop button will not work" which was identified during bio-medical testing. This event may cause an interruption of delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.